Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). DHR review was completed for the subject lot number (2019080027). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019080027) for similar event (complaint category keyword: medical: infection) and no other complaint was identified.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative

Event description:
Doctor reported the implant in tooth location # 33 and 44 were removed due to infection and bone loss. The patient felt pain and the site had inflammation and edema. In january 2021, the patient underwent surgery to assemble implants using a surgical brace made by ab dental. Dalacin c 300 mg three times a day was given in the first week and I continued for another week following a complaint of a feeling of acute gingivitis that wakes me up at night and earaches. The pain persisted and the patient indicated apical pain to implants deep in the vestibule. The implants were all stable. In mid-february, I removed a stable 33 implant with an extensive peripheral lesion. There was a clean thread along the hole and the implant seemed to succeed in the coronal area and fail in the apical area.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implants in tooth locations # 22 and 28 were removed due to infection and bone loss. The patient felt pain and the site had inflammation and edema.